Event description:
Report received from the USA stating that there was difficulty inserting the cutting bur into the device. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "difficulty inserting cutting bur" was not confirmed. Reliability engineering was able to insert the cutting bur into the attachment without incident, meeting manufacturer specifications. If additional information is received, a supplemental report will be sent. Ref: (B)(4).